Manufacturer narrative:
The customer sent the device to the manufacturer for bench repair. Upon evaluation of the device, the reported issue was not confirmed. The battery was calibrated and the equipment was left running under observation without reproducing the fault. Although no fault was found, this will be documented as a malfunction that occurred at the time of the reported event, the cause of which was not determined. The device was returned to the customer site and no further evaluation is warranted at this time.

Event description:
It was reported to philips that the unit was not charging the installed battery. There was no patient involvement.

Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation.

Event description:
It was reported to philips that the unit was not charging the installed battery. There was no patient involvement.